Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the outer insulation breached/ extrinsic and blood ingression. The amount of blood ingression along lead length leads to conclude that the cut occurred at the implant. The breached insulation did contribute to the electrical complaints of high threshold and undersensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The lead was returned to the manufacturer with no information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that within two days of lead implant, high thresholds were observed. At in-office interrogation there was intermittent sensing and no capture at maximum output. The patient was scheduled for a lead revision. During the procedure, when the lead electrodes were visualized, it was observed that the electrodes had detached from the surface of the heart. It was noted that there was possibly not enough lead slack between the device and the electrodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.